Event description:
Customer called for assistance in using the meter. They were allegedly getting error 5 and error 6 messages. The error 5 issue was unresolved with troubleshooting. The customer did not report any harm or injury. The meter is being replaced.